Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient's weight was unknown. The patient was hospitalized to resolve the wound inflammation. The inflammation has subsided. The implant date of the ins was noted as (B)(6) 2015. No further complications were reported as a result of this event.

Manufacturer narrative:
Country is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that there was good improvement after the first implant but after the second battery replacement the inflammation of the wound occurred at the position of the chest stimulator. After hospitalization for treatment, the patient had been restored. They still couldn't take care of themselves though and there was no effect after debugging multiple times. The doctor had no better solution. It was unknown if the patient had 50% reduction in symptoms. No effective measures had been taken. Troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.